Event description:
It was reported that after 19.322 (likely 19,322) joules of use and 4:03 minutes, while using the surgical fiber during a prostate procedure, the fiber tip broke and was removed. The procedure was completed using a tur sling. Patient outcome "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is detached and not returned; the fiber/glass cap fractured at uv glue zone; the heat shrink tubing exhibits signs of melting and detritus adhesion, and erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.